Event description:
During implant procedure, post-paced t-wave oversensing was observed on the implantable cardiac defibrillator (ICD). Abbott technical support was contacted and suggested reprogramming the device. No intervention was performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.